Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. There was moisture damage noted on lcd board and m/b. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, physical damage, and had moisture damage. The customer's blood glucose reading was 113 mg/dl. The customer did not recall when the crack on the pump appeared. She stated the insulin pump was exposed to rain water. Now there is a button error alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.